Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour and patient reported pain and irritation due to the issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received partially deployed with the needle exposed beyond the needle well. Investigation found the hard cannula was not properly seated in the slide retract. It was not seated due to the damage observed on the slide retract, which prevents it from properly seating. This indicates the hard cannula was incorrectly installed, which can be determined as the cause for the needle not retracting. Furthermore, the exposed needle due to the incorrect installation can be determined as the cause for both the reported pain during insertion and reported skin irritation. The cannula assembly was inspected and found the hard cannula bent on the exposed portion. Although the damage was observed on the exposed portion of the needle, the timing and cause could not be determined.